Manufacturer narrative:
This report is submitted august 14, 2018.

Event description:
Per the clinic, the patient experienced pain at the implant site resulting in the decision to electively explant the device on (B)(6) 2018 and was not reimplanted with another device.